Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) units system displayed on monitor "error message " "system over temperature" and then stopped pumping, patients heart was unstable between 100 and 150 bpm, unit was replaced.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp), and was not able to reproduce the reported issue. The temperature sensor probe was replaced to avoid any further issues as a precautionary measure, and the issue was confirmed to be resolved. Multiple attempts to the customer regarding if probe was tested and the issue was reproduced, no additional information was provided. The complaint will be closed and in the event new information and/or device was to become available, the file will be reopened and updated.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) units system overheating during use, patients heart was unstable between 100 and 150 bpm, unit was replaced.